Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2009 and on an unknown date, the patient had the device explanted as they did not experience a greater than 50% reduction of symptoms; it was stated that it was unknown when the event began occurring. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. No further complications were reported/anticipated.